Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units ECG is not reading or detecting waveform, despite attempting other ECG trunk cables and leads. Users swapped out console to commence treatment. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse tested the unit and was not able to duplicate any issue. The fse was unable to replicate the issue. The fse found that the unit was due for compressor, safety disk, and tidal disk replacement, due to cycle count. The unit passed all functional and safety tests. The unit was returned to the customer and cleared for clinical use.